Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Broken exeter v40 35.5 femoral stem implanted in 2006. Removed as part of hip revision. Restoration modular components used to reconstruct hip.

Event description:
Broken exeter v40 35.5 femoral stem implanted in 2006. Removed as part of hip revision. Restoration modular components used to reconstruct hip.

Manufacturer narrative:
An event regarding a fractured exeter stem was reported. The event was confirmed following visual inspection. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 15 march 2018 which indicated: the parts of the returned device were examined with the aid of a stereo microscope at magnifications up to 50x. The implant was assumed to be for the right hip. If subsequent information indicates the implant is for the left hip, the anterior and posterior surfaces are reversed. The stem fractured approximately 84 mm from the distal tip. The anterior, posterior, lateral and medial surfaces of the stem. Damage consistent with the explantation and cement mantle breakdown processes were observed on the stem. Debris was observed on the trunnion of the stem. A sample of the debris was placed on a scanning electron microscope (sem) stub for further analysis. The fracture surfaces of the proximal and distal ends of the stem. Material analysis: a material analysis has been performed. The report concluded: the stem fractured in fatigue with the final fracture occurring in overload. A continuous metal transfer ring was observed at the proximal end of the stem, indicating proper seating between the stem trunnion and head taper. Eds showed the stem was consistent with astm f1586 alloy and the debris was consistent with biological material and the head base alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: cup malposition in near absent anteversion in combination with heterotopic ossifications in the joint space and patient morbid obesity have in concert contributed to an overload condition in the arthroplasty resulting in an exeter proximal body fatigue fracture requiring revision. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: material analysis report (mar), dated 15 march 18 which indicated: metal transfer markings were observed on the head, consistent with the explantation process. A wear scar was observed on the head, consistent with wear against the shell. A circumferential metal transfer ring was observed at the proximal end of the taper, indicating proper seating between the head trunnion and stem taper. A review by a clinical consultant concluded.: cup malposition in near absent anteversion in combination with heterotopic ossifications in the joint space and patient morbid obesity have in concert contributed to an overload condition in the arthroplasty resulting in an exeter proximal body fatigue fracture requiring revision. If additional information and/or device become available, this investigation will be reopened.